Manufacturer narrative:
Information references the main component of the system and other applicable components are: : product ID 977a260 (B)(4) implanted: (B)(4)2015- product type lead product ID 977a260 (B)(4) implanted: (B)(4)2015 product type lead medical device and patient information updated per additional information rec'd 2017-12-08. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that programming was successful on (B)(6)2017 in resolving the loss of therapeutic effect. No further intervention was required. The cause of the migration was not determined . There were no recent falls. No further complications were reported/anticipated. Medical device and patient information updated per additional information rec'd 2017-12-08.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt noted they started having issues after a slight shift in their leads and it kept quitting until the battery finally quit. The cause of the battery quitting was due to it being expired/normal depletion. Pt noted they owe money to the clinic and can't get the device repaired, replaced, or removed.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead.

Event description:
Information was received from healthcare provider regarding patient implanted with implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient had loss of therapeutic effect. A lead migration from t9 to t7 was confirmed on x-ray. Representative was scheduled to meet with patient on (B)(6) 2017 for reprogramming. If reprogramming was successful, no further action would be necessary if reprogramming was not successful, patient would be scheduled for lead revision. No further complications were reported/anticipated.